Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor was unavailable for use due to power concerns. On (B)(6) 2025 the customer attempted to test his blood glucose and the meter would not power on. The mother changed the batteries, however the device would still not power on. On (B)(6) 2025 the user began to feel sick and experienced symptoms of hyperglycemia. The mother transported the customer to the hospital and he was admitted into the ICU. The blood glucose result obtained at the hospital wase not provided. The hospital treated the customer with insulin and potassium and he was discharged on (B)(6) 2025.